Event description:
It was reported that this pacemaker is exhibiting farfield oversensing and noise signals. The device presents undersensing. The patient reported diaphragmatic stimulation. Technical services (ts) was consulted and recommended performing x-rays. The device remains in service. No adverse patient effects were reported.